Event description:
Info received indicates the brakes on the steer casters would lock but still allow the caster to swivel.

Manufacturer narrative:
The technician replaced the casters to resolve the issue.